Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that post paced t wave oversensing was noted on ventricular channel when the patient presented to clinic for follow up. Patient was asymptomatic. Programming changes were recommended.